Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer wanted to troubleshoot to make sure the insulin pump was working properly. Troubleshooting was performed, and the insulin pump was programmed correctly. There were no alarms in the alarm history, and the insulin pump was not exposed to high magnetic fields. The customer felt that something else may be going on with her due to her blood glucose levels being continuously low. Advised the customer to speak with her health care professional about possibly making adjustments to her settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.